Event description:
It was reported that during tka the lug punch got stuck in the "up" position. Broke in patient while impacting the femur. All pieces accounted for. No delay or injury reported. Procedure finished with the same device.

Manufacturer narrative:
The associated complaint device was not returned. The photo provided could not confirm the stated failure. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.